Event description:
Major pump unit(s) involved: external control system failure;low voltage alarms.specific component(s) involved: power cable broken at connection.causative or contributing factor: no specific contributing cause identified.implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: other component malfunction.